Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device dispensed volume 600ml to go at 25ml/hr for 24hrs. Patient returned 24hrs after pump was on with visible residual. Nurse added volume to infuse the remaining drug which ended up being 81ml. This is outside of the 6 percent guidelines. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.